Event description:
The info received from the field states that this male pt was presented to the interventional lab in 2006 for repair of a de novo, focal ostial lesion located in the celiac artery. There was no calcification or vessel tortuosity. The physician used a .035 guidewire to access the lesion and inserted a 6fr guidecatheter. Through the guidecatheter, the stent delivery system (sds) was advanced to the lesion, without difficulty. The stent was deployed successfully at 10 atmospheres for 15 seconds. On march 13, 2006 the pt complained of stomach pain. The pt underwent a cat scan and x-rays showed that the stent had fractured. No intervention has been performed to treat the stent. The pt is in stable condition (asymptomatic).